Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred, and the battery measurement was not available. The analyst noted that a parity error had occurred in address 25 8a on (B)(6) 2015, and that the most recent battery voltage was not available from the interrogation on (B)(6) 2015 due to an apparent incomplete transmission/interrogation. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device displayed a message stating that the battery voltage was unavailable. A partial reset was found on data review. The reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.